Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.additional narrative:if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received allegning pain and metal on metal. After review of the revision note there was no mention of a metal on metal reaction. It did note the cup was protruded, so the cup is being reported. At the end of the revision operation there was a leg length discrepency, but the surgeon expected this based on the new cup that was inserted so the stem isnt being reported at this time.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, the complaint is unlikely to be product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.